Event description:
Shortly after receiving 3 stents, occlusion was found in the stented region. Attempts to treat the patient were unsuccessful and the patient expired. Angiogram showed 90% proximal stenosis of the lm coronary artery to the lad, the left circumflex and the proximal-distal rca. The (type c) lesions were characterized as de novo, with bifurcations and with moderate calcification. A 7f, xb3.5 was introduced into the lad artery and 7f jr4 was introduced into rca. Bmw guide wire was introduced through lad and pre-dilated with voyager (2.5x20, gdt). The lm-lad and lcx lesions were treated with cypher (crs33350, 18275, 18275). The rca lesion ws covered with taxus (32350,23250,32300). This procedure was finished successfully. But after the procedure, the patient had cardiac arrest and was moved for re-pci in the cathlab. Angiogram revealed acute thrombosis in lm-lad, which was cypher covered site.